Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) of reap0705 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016 facility contact reported that a (B)(6) old patient had a PICC line insertion done under sedation after being admitted for co abdominal pain, diarrhea, and intolerance of gastrostomy tubes. Nurses reported that they felt resistance and had difficulty removing the internal wire after the PICC line was placed. They stated that the distal tip sheared off the internal wire. A post procedure x-ray showed an artifact at the level of the right subclavian vein. X-ray was repeated after PICC line was pulled back, and the artifact that was previously noted remained in place.